Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right external iliac artery, the catheter screw was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review could not be conducted due to unknown batch number of the device. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided images contain information regarding catheter helix break. After review of the provided images helix break cannot be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component) h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right external iliac artery, the catheter screw was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.